Event description:
Ten months post-op, pt presented with dehiscence and was treated with debridement. Eleven months post-op. Pt presented with new dehiscence and was similarly treated. Joint appeared stable. A few days later, pt returned with new dehiscence, infection, and device loosening. This prompted the successful removal of the device. The patient currently has external fixation and seeks arthrodesis. No further details are available yet.